Manufacturer narrative:
Concomitant product: 7120 st jude lead, implanted: (B)(6) 2008; d334drg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that there was oversensing exhibited between the right atrial (ra) and right ventricular (rv) leads post rv depolarization that was consistent with lead to lead interaction. The rv lead also exhibited sensing integrity counter (sic). Both leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited noise. The lead was capped and a previously implanted lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.